Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported device loosening. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.